Manufacturer narrative:
Consumer experienced burning, stinging and irritation in the right eye after using the product incorrectly. The doctor indicated the patient rinsed his right eye with the solution thinking it was saline. The patient was diagnosed with a burn of cornea due to accidental exposure. Treatment was not provided. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign reported are consistent with the (B)(6)description of a temporary condition associated with hydrogen peroxide exposure. The doctor reported the patient recovered. The product was discarded and the lot number is not available. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer's mother reported her son experienced burning, stinging and irritation in the right eye after using the product incorrectly. The consumer rinsed his lens with the product prior to insertion. The consumer visited the school nurse and was informed by the nurse he had a burn. The nurse instructed the consumer to go see a doctor and provided saline to rinse the eye. Consumer visited a doctor later that day. Consumer's mother reported the doctor observed inflammation and irritation but there was no permanent damage or burn to the eye. Medical documentation received from the doctor indicated the patient rinsed his right eye with the solution thinking it was saline. The patient was diagnosed with a burn of cornea due to accidental exposure. Treatment was not provided and the patient is recovered.